Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus anomaly or basal anomaly noted during our testing. No unexpected power loss alarm, failed battery test, power system error or low battery alarm noted during our testing or in the formatted history file. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within the specification range. The insulin pump had a minor scratched display window and a pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 400 mg/dl to 600 mg/dl. Device had alarmed bolus not delivered alarms. Customer mentioned the doctor wanted the device replaced. Customer agreed to return the device for analysis.